Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope avl video baton 3-4, the image was intermittent and would cut out. The procedure was completed with a manual laryngoscope, with a less than one (1) minute delay while the laryngoscope was prepared. No harm to the patient was reported.